Event description:
It was reported that the 9800 system intermittently had a low ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage supply regulator and batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.